Event description:
It was reported that a homechoice device experienced an unknown alarm. It is unknown what step in peritoneal dialysis therapy this occurred. The patient had started over using new supplies following the alarm. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A report indicative of an unspecified alarm was received. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.